Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The customer reported a foreign object, an eyelash, in the package prior to use. The package was not used and is still sealed. No reported patient harm or delay in surgery.

Manufacturer narrative:
Photos were reviewed for this product. This product is manually placed in a sealer. The operation is performed in a iso class 8 cleanroom. The requirements for this environment include a hair-net and gown with long sleeves. Unfortunately the hair contaminating the product appears to be an eye lash which is not contained by the hairnet. The complaint was reviewed with the responsible operators to raise awareness of the issue and to gather any ideas for improvement. The scenario above is a very rare occurrence. We have seen very few complaints for this particular failure mode. We will continue to monitor customer complaints to ensure this is not a developing trend which will require corrective action. At the present time this complaint is closed. Device discarded.

Manufacturer narrative:
Photos were received of the device involved with this complaint for use in the investigation. Upon completion of the investigation a follow up will be filed.